Event description:
Two to three days following surgery; the surgeon noticed swelling; redness and fever at the implant site. A few days later; he noticed clear fluid weeping from the surgical site. Cultures were negative for an infection. Eventually; the staples failed and the surgeon had to go back in for a revision. Noticed that the implant was not present. In fact; he couldn't even find the non-absorbable sutures (mercilin) that were holding the restore implant to the repaired cuff tendon.